Event description:
It was reported that the device exhibited various error messages. There was unknown patient involvement.

Manufacturer narrative:
B3, g4: unknown; e1: phone: (B)(6). One device was received foe evaluation. Visual inspection found no damage. A review of the event history log found a 'system error 41622' alarm. Functional testing was able to verify and duplicate the reported problem. The root cause was unable to be established. The service history review identified no indication that the complaint was related to a service of the device within the review period.